Event description:
The customer reported that the fetal monitor on a pregnant pt was giving fhr (fetal heart rate) readings on a pt who had already expired.

Manufacturer narrative:
The customer reported that the fetal monitor on a pregnant pt was giving fhr (fetal heart rate) readings on a pt who had already expired. Philips has explained that in certain cases, the nurse confuses the mhr (mother's heart rate) for fhr, which leads to monitoring of the mhr, while the fetus could be dead. The IFU for this device includes methods for verification of fetal viability when monitoring and for cross-channel verification to assure that the fetus is being monitored. Philips has no indication that these users utilized either of these approaches. The hospital tested the device and found it to be functioning as intended/specified. There is no indication that this issue could be difficult to detect. Additionally, the available information from this report does not support that this issue represents a systemic, design, or labeling problem. The product remains at the customer site. No further investigation or action is warranted.